Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency department, pacemaker pocket stimulation was observed. Programming changes were made to resolve the pocket stimulation. The physician believed that there was possible insulation breach and was concerned due to the patient's pacemaker dependency. There were no adverse patient consequences other than the discomfort from the pocket stimulation.